Manufacturer narrative:
The customer called the siemens technical solution center (tsc). A siemens technical application specialist (tas) analyzed the instrument data. The cause of the single discordant low hcg result is unknown. The customer confirmed that they do not have any problems with other assays and this was the only discordant result. Quality control was in ranges. The customer proactively performed sample probe alignment and instrument maintenance. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant low result for human chorionic gonadotropin (hcg) was obtained on an dimension exl instrument. A low result was obtained and reported to the physician(s). The result was questioned on the next day. The customer reran the same sample on the same instrument and on an alternate instrument. Similar high (positive) results were obtained. A corrected result report was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the single discordant hcg result.